Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: missing records for ¿previous umbilical hernia repair¿ were not provided.] (B)(6) 2006: (B)(6), md. Operative report. Staff surgeon: dr. (B)(6). Preoperative diagnosis: ventral hernial repair. Postoperative diagnosis: ventral hernial repair. Procedure: laparoscopic ventral hernial repair. Indications for procedure: the patient is a 48-year-old white male who has previous history of umbilical hernial repair who has a large ventral hernia above his umbilicus. The patient states that he has had this hernia for approximately the past four years. It has always been reducible but the patient believes it is getting larger over time and getting progressive more difficult to reduce. It is also causing him some discomfort. His bowel function however, has been normal. He presents for repair of his hernia. Description of procedure: ¿after informed consent was obtained, the patient was taken to the operating room and placed in the supine position. He underwent general endotracheal anesthesia for the operation. His abdomen was prepped and draped in usual sterile fashion. A 1-1 ½ cm skin incision was made lateral left abdomen and a 12 mm trocar was placed in this position for laparoscope insertion. Following insertion of this trocar, the laparoscope was used to examine the abdomen for any evidence of injury and none was identified. The hernia itself was then inspected and it was noted that there was a loop of bowel and some omentum that was stuck up at the hernial site. Following this, two 5 mm trocars were placed, one on each side of the 12 mm port. After this, blunt graspers were inserted into the abdomen. The bowel was able to be easily pulled out of the hernia without any problems. The omentum was slightly more stuck but it was able to be brought down without difficulty using sharp dissection. Bovie cautery was used to help achieve hemostasis safely away from the bowel. After the bowel and omentum were completely removed from the hernia, we set about to determine the hernial dimensions so that a piece of mesh could be adequately placed. A piece of dual mesh was cut in accordance with the hernial dimensions and this turned out to be 14 cm in length by 13 cm in width. Four separate prolene sutures were placed at equal distances apart on the mesh to allow for tacking the mesh to the anterior abdominal wall. After the sutures were placed in the mesh the mesh was rolled up and pushed into the abdomen through the 12 mm trocar. After entry into the abdomen, the mesh was unraveled and properly oriented. Sharp and suture grasper was then used to pull each of the ends of the four separate prolene sutures through the anterior abdominal wall, thus taking the mesh up to the hernia itself. The laparoscope was then used to confirm position of the mesh placement against the anterior abdominal. Following this, the tacking gun was used to place tacks around the inside parameter of the mesh at approximately 1 cm intervals. After this was performed, two additional prolene sutures were placed through the skin and anterior abdominal wall using sharp suture grasper device. This was done to provide further tacking of the mesh to the abdominal wall. Each of the prolene sutures was then tied down. The sharp suture grasping device was then used to pass prolene suture into the abdomen for figure of weight closure of the 12 mm port site. This 12 mm port had been removed under direct visualization using the 5 mm scope. 12 mm port site was then closed on the skin surface using a running 4-0 vicryl suture in a subcuticular fashion. The 5 mm trocar trocar sites were also closed using a 4-0 vicryl stitch. The abdomen was then washed and dried and mastisol and steri-strips were placed. The patient tolerated the operation well and there were no complications. At the end of the procedure the sponge and needle counts were correct and accurate. Dr. Seltzer was present for the entire operation. The patient was transported to the recovery room in stable condition.¿ (B)(6) 2006: indianapolis vamc. Implant record. Item: mesh. Vendor: gore®. Model: dualmesh®. Lot/serial number: (B)(6). Size: 18 x 24. The records confirm a gore® dualmesh® biomaterial (ni/03471068) was implanted during the procedure. (B)(6) 2010: (B)(6). Operative report. Pre-procedure diagnosis: incarcerated umbilical hernia. Post-procedure diagnosis: acute gangrenous cholecystitis. Procedure: 1. Diagnostic laparoscopy. 2. Adhesiolysis. 3. Open cholecystectomy. Estimated blood loss: 200 ccs. Fluids given: 1600 ccs of crystalloid. Complications: none. Specimens: gallbladder. Findings: no hernia, gangrenous cholecystitis. Drain: #10 jackson-pratt to the right upper quadrant. Indications: the patient is a 52-year-old gentleman who was admitted to the hospital early this morning with complaints of abdominal pain. He had a mass at his umbilicus that was palpable and an elevated white count to 23,000. He had tenderness in this location and I felt that he had findings consistent with an incarcerated umbilical hernia. Of note, he has had an umbilical hernia in the past that was repaired with mesh. I did explain the risks, benefits and treatment options to the patient and he gave me consent to proceed. Description of procedure: ¿the patient was taken to the operating room and placed in the supine position. A time-out was then performed to make sure we had the correct patient and the correct procedure. Additionally, therapeutic antibiotics were administered. After a general anesthetic was administered a foley catheter was placed by nursing and then the abdominal wall was prepped and draped in the standard sterile fashion. I then accessed the abdominal cavity. I inserted a 10 mm optiview port in the left upper quadrant and then obtained a pneumoperitoneum. I then saw no contraindications to proceeding laparoscopically. I saw he had multiple loops of bowel adherent to what appeared to be a piece of gore-tex mesh. I then placed two 5 mm ports and the bowel was then taken down sharply. Eventually I was able to free up the entirety of the mesh and I saw that he had no evidence of any umbilical hernia. I the [sic] palpated in the area that I felt just below the umbilicus and he did have a mass in this location. My only guess at this point was that he had had from his previous repair a piece of fat left in this location or he had a large piece of peritoneal fat that was just sitting there. I then looked around the rest of the abdominal cavity to look for another etiology to his elevated white count. I then looked in his gallbladder and saw that he had what appeared to be very acutely inflamed gallbladder and it appeared to have gangrenous spots on it. I then undecided about whether to delay cholecystectomy for a couple of days to allow for antibiotics to work or whether to proceed. I aspirated the gallbladder and there was a lot of thick bile within it. I felt at this time that a laparoscopic approach was unfeasible and that given a couple of days of antibiotics duration it would be unlikely that he would be able to attempted in a laparoscopic fashion. With this in mind, I planned to move forward with an open cholecystectomy. We obtained a correct instrument and ray-tec count. I then made a right subcostal kocher incision with a 15 blade knife. Bovie electrocautery was used to dissect down through the muscle layers. I then entered the peritoneal cavity without injuring the underlying bowel. A peritoneal incision was extended the length of my skin incision. Balfour retractor was then place [sic] and the liver was elevated by placing pads at the dome of the liver. I then grasped the gallbladder. It was very thickened and friable. This visceral peritoneum was then taken down with bovie electrocautery. There was a lot of inflammation in this area and I decided to leave the back wall of the gallbladder in situ as it was densely adherent to the liver and I felt that there would be uncontrollable bleeding if I tried to resect the posterior wall. Eventually I was able to dissect down on to the infundibulum. I could palpate a single structure hitting upon to the infundibulum and visualized this to be the cystic duct. Circumferential control was obtained and then it was clipped with 10 m clips and then divided sharply. Next, a vascular structure was seen entering onto the gallbladder. Circumferential control was obtained. There was a large inflamed node associated with this and I felt that this was the cystic artery. I controlled it with 10 mm clips and then divided it sharply. Next, the rest of the gallbladder was then taken down using bovie electrocautery. The gallbladder had been opened and all the stones were removed during the course of the operation. I then handed the gallbladder wall off as a specimen. I then fulgurated the posterior wall of the gallbladder using electrocautery. There was no evidence bile staining on this location. I then looked at my clips and they appeared to be on the cystic duct and cystic arterial stumps respectively. Next, this area was irrigated out with approximately a liter of warm normal saline. I saw no evidence of any stones and no evidence of any other bile or bleeding from the area. I then brought a # 10 flat jackson-pratt drain into the gallbladder fossa and secured it to the skin. Next, the laparotomy pads were removed from above the liver and I obtained a correct laparotomy sponge count. I then closed the peritoneum and posterior rectus sheath using a # 1 vicryl in a running continuous fashion. The anterior rectus sheath was then approximated using a # 1 pds in a running continuous fashion. Subcutaneous tissue was irrigated out with normal saline. I then loosely reapproximated the skin edges with medium staples. Additionally the other port site incisions were reapproximated using medium sized staples. I then used telfa soaked betadine wicks to place in between the staples on the kocher incision in hopes of preventing wound infection. All needle, sponge and instrument counts were then reported to me as correct on two separate occasions and the patient was taken to the recovery room in stable condition.¿ there is no mention of gore device removal in the records. [Missing records: a pathology report detailing the analysis of the device removed during the (B)(6) 2010 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.